Event description:
It was reported that, during preparation for a ptca treatment procedure, a hole in the maverick otw balloon was noted. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".